Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal a tampon unraveled, but did not fall apart. She is unsure if she was able to remove all pieces. She is experiencing uti symptoms.